Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: flat creases. The device was observed to have bubbled in the gel after autoclave cycle. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: wear abrasion. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
The device has been explanted.